Event description:
While attempting to remove two leads from patient, physician found them to be bound and would not release from the svc/innominate area, so made a decision to abandon the procedure and cut the leads. Each lead had an lld-ez deployed inside that could not be removed. The leads retracted back into the vein after being cut. There was no harm caused to the patient.